Event description:
It was reported by the rep that the device was used during a lobectomy procedure. It was reported that the surgeon thought the tx30g did not seal completely, although staple line looked fine. Staple line leaked when checked with water test. Repaired with suture. There was no consequence to the pt.